Event description:
The customer contact reported the device door roller and door roller pin was broken. The device was returned to the biomedical dept for an unspecified reason. No specific pt info, pump programming, or event details were provided. There were no reports of adverse pt events of delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller and door roller pin were broken. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device door roller pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.